Event description:
The customer tested her blood glucose using 2 contour next link meters and received readings of 96 and 35mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.